Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 24 hours after insertion the arterial pressure was noted to be incorrect, and they were unable to get a blood sample from the line. The issue was identified during use on patient. The device needed to be changed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: 24 hours after insertion the arterial pressure was noted to be incorrect, and they were unable to get a blood sample from the line. The issue was identified during use on patient. The device needed to be changed.